Manufacturer narrative:
Physio-control replaced the therapy pcb assembly to resolve the reported issue and then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and confirmed that it was the cause of the reported issue, however, further component level cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power when prompted. There was no patient use associated with the reported event.